Event description:
The patient reported his insulin infusion device is making a loud buzzing noise. He stated there are no error messages on the screen. The patient was advised not to use the infusion device and he stated it had stopped working during the call. The patient did not have a working backup infusion device. That patient advised to disconnect from his infusion device and contact his doctor for alternate treatment options. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.